Event description:
It was reported when using the unspecified bd insyte autoguard intravascular catheter, the device experienced leakage due to the blood control feature not working. The following information was provided by the initial reporter. The customer stated: it was reported that the blood leakage mechanism malfunctioned, causing blood to leak out. Mds-I received a product complaint from our women¿s and children¿s unit, that when a bd insyte autoguard IV insert kit was used, the blood leakage mechanism malfunctioned, causing blood to leak out and resulted in a new IV needing to be placed.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. In this MDR the manufacturing site is listed as unknown, bd corporate headquarters in (B)(4) has been listed for the manufacturing site. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Our quality team regularly reviews the collected data for identification of emerging trends.